Manufacturer narrative:
Evaluation summary: one delivery system was received for evaluation and investigated visually for external damage. The delivery system was disinfected and the lot number and ID# matched the information provided by the initial reporter. The delivery system was not bent and the plunger was not broken. The emergency procedure was not implemented. The delivery system did not have any visible damage. Per the condition in which the device was received, the delivery system and capsule seemed to be functioning per specification. A review of the device history records for the provided lot/serial number was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the reported event were within specified limits at the time of release.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, they had a bravo capsule which failed to attach. There was no harm to the patient. Intervention was required, and a net was used to recover the capsule from the stomach. A repeat procedure was performed. There was nothing unusual about the patient or the procedure, and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal.